Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the office and the device was reprogrammed the day following inappropriate therapy.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for sinus tachycardia. It was noted that the crt-d detection discriminators and sinus tachycardia feature designed to withhold ventricular tachyarrhythmia detection were turned off at the time. The crt-d remains in use. No further patient complications have been reported as a result of this event.